Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site. It was determined that no fault found. The output discharge was within specifications. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the output discharge was within specifications. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device evaluation found the output discharge was within specifications and no servicing was needed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the device showed a low discharge energy value. There was no patient involvement.

Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.